Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. There was no patient involvement; no patient impact.